Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. Lot #: unknown, as the lot number of the device was not provided. Expiration date: unknown, as the lot number of the device was not provided. UDI#: unknown since product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on left eye (os) during raster pattern with an intralase patient interface (pi) after the patient was applanated and after laser fired. Per account, the patient was replanted with the same pi and intralase procedure was completed successfully. It was noted that patient is scheduled back for follow-up and best correct visual acuity (bcva) on (B)(6) 2018. Product is not expected to be returned.